Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and was unable to troubleshoot. Advised the customer we are unable to troubleshoot due to insulin pump not being registered to her name. The customer was advised the process of changing names won't be over night and must use a backup plan. The customer does not have a back-up plan. The customer was advised to visit an urgent care or ER to obtain prescription for syringes. The customer's blood glucose was unknown.

Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is 121 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information had been provided with this report. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform the functional test, including the displacement test, rewind basic occlusion test, occlusion test, prime test, excessive no delivery test and error test due to no button response. The insulin pump had minor scratches on display window, cracked case on display window corner, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.